Manufacturer narrative:
This report is submitted on december 13, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth which was treated with a topical ointment (unknown type). The implant remains in-situ.

Manufacturer narrative:
It was reported that the patient was placed under general anesthetic to undergo skin revision surgery and an abutment change, the patient was treated with topical antibiotics. This report is submitted on 24 march 2020.